Event description:
Revision surgery - due to the patient's rotator cuff failing and needing to be converted to a reverse/hemi.

Manufacturer narrative:
The reason for this revision surgery was the patient's rotator cuff failed and needed to be converted to a reverse/hemi. The length of in vivo service was 10.2 years. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 8 prior complaints reported against this part; summary of investigations: 2 for pain, 2 for stability, 2 for trauma, 2 for fixation. This is the first complaint against this lot number. The surgeon reported no issues associated with the product and provided no information that definitively described the root cause or reason of the failure of the cuff. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.